Event description:
It was reported that the procedure was to treat an unspecified vessel during a coronary angiography procedure using a xience prime stent delivery system. Reportedly, a fracture was discovered during a coronary angiography control that was performed in another lesion at another vessel, due to pain. Due to the detected fracture (no symptoms due to this fracture) the physician deployed another xience as the two xience prime parts were slightly not aligned in the vessel. The stent was separated in the middle of the 38mm length in two parts. The device was initially deployed three years ago. No additional information was available.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact date was not provided by hospital. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.